Manufacturer narrative:
Product analysis: sensing issues could not be confirmed, the analyzer passed functional, electrical and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a procedure, the analyzer was unable to detect the signal and threshold. The procedure was completed using a different analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event.